Event description:
It was reported that the patient presented to doctor sixteen days after a rectocele procedure and upon examination, the doctor observed mesh coming through the incision site. Since the patient was on coumadin, the doctor closed the wound and waited three days before taking the patient back to surgery to remove the mesh. After removal, the doctor irrigated copiously and placed a penrose drain across the rectocele and closed the incision using figure 8, 3.0 monocryl sutures across the length of the rectocele. The doctor then secured the penrose drain to the vaginal wall and applied a lodoform packing. The patient tolerated the procedure well and was sent to recovery in stable condition. No further complications have been reported.

Manufacturer narrative:
No sample or lot number information was provided for evaluation. The doctor stated in the pre-op report that he advised the patient of potential complications which included, but was not limited to bleeding, infection, difficulty in having bowel movements and erosion of the mesh amongst others. The product is manufactured using a controlled and validated manufacturing process. The product is terminally sterilized by irradation and has undergone sterilization validation and dose audit studies. Routine product bioburden monitoring is performed to help safeguard sterility assurance. Product and packaging inspection stages have been implemented in conjunction with a validated process and documented systems to help safeguard and assure product quality. Following a review of the device history record for the reported lot number, all process and test criteria has been verified as complying with the finished product specification. ='nl'. Baseline report previously filed.